Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision may occur. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported the patient underwent right total knee arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2014 due to the knee being too tight. The tibial bearing was removed and replaced.

Event description:
It was reported, the patient underwent total knee arthroplasty on an unknown date. Subsequently, a revision has been indicated for an unknown reason; however, no revision has been reported to date.